Event description:
Philips received a complaint on the intellivue multi measurement server x2 indicating the customer needed a quote for two loudspeakers. It was noted that the system did not meet full specifications for the performed service and was returned to use with limitation as accepted by the customer. The device was not in use. A good faith effort (gfe) was performed to clarify the customer allegation and to determine if the speakers produced sound, but no additional information was provided.

Manufacturer narrative:
The remote service engineer (rse) spoke to the customer and determined that the speaker needed to be replaced.based on the information available and the testing conducted, the cause of the reported problem was speaker. The reported problem was confirmed.the customer was provided a replacement speaker to resolve the issue. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.